Manufacturer narrative:
Investigation: visual inspection revealed that the tool was rec'd secure in the packaging tray, which was not sealed. There were no non-conformities, no signs of clinical usage or evidence of blood. A flow and leak test were performed and the device passed the functional specifications. Based upon this, the reported complaint could not be confirmed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro grey seal was not sealing at the beginning of the procedure. It was not maintaining proper insufflation. A new unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.